Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, the pulse generator exhibited ventricular noise reversions. The device was reprogrammed. The patient would be monitored.